Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump displayed alert 60 indicating a bluetooth communications error, consistent with a failure to read the input signal, and the device was replaced with return instructions; the affected device component was the circuit board. Symptoms included hyperglycemia with a reported peak of 260 mg/dl and elevated glucose at 180 mg/dl for approximately 4 hours, with alerts for prolonged hyperglycemia. Outcomes included no health consequences or impact, and no medical intervention was required. The device was returned for evaluation. Preliminary investigation of this case revealed signal loss associated with a communications failure traced to the ble board on the circuit board. The complaint was confirmed after restarting and alert 60 in notifications menu. The about ilet menu had no address for bluetooth and motor bootloader. The hoverboard was removed and reflowed solder to the u4 chip and reinstalled but address were still missing. A good working hoverboard was installed and both addresses were back and alert 60 gone from notifications menu. The device operated without any further incident. It seems the hoverboard u4 chip is faulty and will be replaced by the refurbishment department.